Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image occurred due to a faulty cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported to olympus that the 4k camera head did not show an endoscopic image when the system was started. The device was returned for inspection and the allegation was confirmed. Inspection of the returned device found that cable was faulty resulting in a bad connection and no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the 4k camera head did not show an endoscopic image when the system was started. Detected during preparation for examination for an unknown procedure. No effect on the examination / on the patient / on the user, and patient was not under sedation. No death, injury or harm was reported to olympus. No delay in the procedure and the facility finished the procedure with another device. No other information has been provided at this time.